Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that, during the procedure, the helix could not extend after implanting the lead. The lead exhibited poor thresholds. The pacing problem was noted due to helix extension failure. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.